Event description:
It was reported that the caller experienced a cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, resulting in the successful start of their sensor session without encountering the error again.